Event description:
This pt had a right total knee performed approx 8 years ago at another facility. Pt presents with increasing pain and difficulty with ambulation. Pt was admitted for a revision arthroplasty of the right total knee. Histopathology was consistent with a failed total knee and surgical cultures were positive for methicillin resistive staph aureus. All components were removed and replaced.